Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient underwent spine fusion surgery on the lumbar region of her spine from vertebrae l4 to s1. Reportedly, during the surgery, rhbmp-2 and collagen sponge was used to fuse more than one level of the spine. Transforaminal approach was used for this surgery. The rhbmp-2 collagen sponge was placed outside a cage( in the disc space). Allegedly, patient's post-operative period had been marked by a period of improvement, followed by extreme back pain with radiculopathy into both legs, and difficulty standing or walking for prolonged periods. On (B)(6) 2014, revision surgery was performed. Operative findings included a significant amount of bony overgrowth. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-s1 in which rhbmp-2/acs was used.